Event description:
The medwatch report states "pt found with upper torso (waist up) between siderails, lower extremities on bed. Pt in full cardio-respiratory arrest. Pt with vest restraint on and secured to bedframe. Siderails up x4. Unable to resuscitate pt." A letter by the user facility to the FDA credits the medical examiner with the statement, "while it has not been determined that the device was the direct cause of the pt's death, there is more than sufficient natural disease to account for this pt's death. Pt had very little cardiovascular reserve, and most likely chronically hypoxic as a result of restrictive lung disease. However, it is not possible to ignore the contribution of the posey restraint. Had this pt died suddenly of a cardiac arrhythmia, pt probably would have been still in the bed when discovered. It is more likely that pt struggled to get out of bed, became entangled in the restraint, and that it contributed to their death by hindering their breathing."